Event description:
It was reported to philips that a joint shell of the suspension lead screen fell off. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that a joint shell of the suspension lead screen fell off. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the mcs x-ray shield cover was broken. To resolve the issue, the rse ordered the mcs x-ray shield cover, and the customer replaced the part. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.